Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged false positive results generated while testing with the cobas 6800/8800 within 4 run batches. Initial run batches #532; 534;536;538 generated sars-cov-2 positive results. The same 4 samples were retested using the genexpert cepheid and qiagen neumodx¿ sars-cov-2 assay and the results were sars-cov-2 negative. The negative results were reported and no harm or injury. Per the FDA guidance four (4) mdrs will be filed, one (1) per each batch. Investigation is in progress.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Manufacturer narrative:
A review of the data provided confirmed the alleged samples generated CT¿s. Indicative of samples near the limit of detection (lod) of the test, and a review of the curves showed relatively flat curves. Samples near the lod can waiver between positive and negative. (B)(4).